Event description:
It was reported that the pt's weight is set on the s/5 anesthesia monitor to a value different from the default 70 kg, it defaults back to 70 kg. The s/5 anesthesia monitor is connected to the aisys via a n-disvent-02. The reported condition may result in a potential error in indexed hemodynamic, oxygenation and ventilation calculation values on the datex-ohmeda s/5 pt monitor due to incorrect weight synchronization from datex-ohmeda anesthesia machine/ventilator when used with datex-ohmeda s/5 interfacing solution n-disvent v2. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.